Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history report was conducted. The report indicates that the:magnum manufacturing center manufactured the holding sleeve for snap-on transconnectors, p/n 03.632.050, and lot #6697379 on po #1244762, for (B)(4) pieces delivered (B)(4),2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2011, and synthes final inspection sheet # ns035290, revision ¿g¿. The parts were released to the warehouse on july 1, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd event evaluation was conducted. The report indicates that one holding sleeve for snap-on transconnectors (part# 03.632.050, lot# 6697379, mfg jul2011) was returned with the complaint ¿it was reported that a matrix set underwent a routine inspection in sterile processing. It was discovered that a holding sleeve for snap-on transconnectors (03.632.050) had lost its ability to self-retain onto the screwdriver shaft. It appears the retention spring (inside) has fallen out and is missing.¿ upon receipt of the device it was seen that the spring which is to be installed in the distal groove in the internal shaft is no longer with the device. This complaint is confirmed. It is unknown what the root cause of this complaint is, however it is most probable that the spring fell out or became lost during sterile processing. The drawings for this part were and the design of this device was found to be adequate for its intended use. It did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix set underwent a routine inspection in sterile processing. It was discovered that a holding sleeve for snap-on (03.632.050) had lost its ability to self-retain onto the screwdriver shaft. It appears the retention spring (inside) has fallen out and is missing. There were no issues with the device during any of the last cases. It is unknown where the damage occurred. No patient or case involvement. No additional information. This report is 1 of 1 for (B)(4).